Event description:
Manufacturer's reference : (B)(4).

Manufacturer narrative:
It was claimed that the measurement of etco2 is incorrect and that the delivered volume is different than set. Device logs were received but despite our best effort, no further information was provided. Evaluation of the device log shows that alarms have been generated for both high and low etco2. The root cause to the reported issue has not been determined.

Event description:
It was reported that the co2 was not measured correctly and that the volume delivered was not the same as set. There was no patient harm. Manufacturer's reference : (B)(4).